Manufacturer narrative:
Submit date: 06/06/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The product sample returned consisted of one palindrome 23/40 kit w/ slot catheter. The possible causes were identified. Lot number was not provided. The DHR review cannot be performed. After visual inspection, a hole was found on the joint of the catheter below the junction. During underwater test (functional test), bubbles were detected coming out below the hub, from the lumen which corresponds to the venous extension. More information was requested to the customer and no additional evidence was provided for this analysis. This defect has been confirmed. With the available information, the most probable root cause could be considered as misuse (leak could be caused due to over bending or excessive force). Per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that after the catheter was implanted in the pt for 1 year and 1 month, a leak was discovered at the y-junction. The catheter was pulled and replaced on (B)(6) 2014.